Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficult to open or close (clip jumping) appears to be related to patient conditions. The reported patient effect of tissue injury appears to be due to the clip jumping. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention/treatment was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 4+ primary mitral regurgitation (mr), friable leaflets, and posterior leaflet segment 1 and 2 (p1-p2) prolapse/flail for a mitraclip procedure. The first clip, an xtw, was placed on the lateral side of p2 where the flail component was located. There was remaining pathology on the central and lateral sides of this first clip. A second clip, an xt, was placed lateral to the first clip. The grasp was per instructions for use (IFU) and leaflet insertion assessment was visualized. As the clip was closing, the operator was giving back tension as needed. The clip was about two-thirds of the way closed when a jump was noted on the echocardiogram, and the posterior arm of the clip was above the leaflet and annulus. The tissue was friable and the p1 location of the posterior leaflet was perforated. After assessing the valve, the xt was relocated closer to the first clip towards healthier tissue. Leaflet insertion was assessed and the mr was reduced to trace. After reconfirming leaflet insertion and gradient, pre-deployment establish final arm angle (efaa) was performed. While removing the lock line, an increase of mr was noted. The perforated segment propagated into the new grasping area of the second clip. With the lock line removed, there was no other option than to continue with deployment. Healthy tissue was not available to attempt a third clip. With the reduction of mr by 50% with the perforation, the safer option was to end the procedure. Per the physician, the issue was due to friability (B)(6) old tissue. The mr was reduced to grade 2+. The patient remained stable.